Event description:
It was reported that during a renal stenting case, using a 5 fr guiding catheter, the stent dislodged. Using a snare device, the dislodged stent was pulled into a previously deployed iliac stent, and it was crushed within the stent. No patient issue was reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) improper or incorrect procedure or method (incorrect anatomy) the customer reported the device was discarded, therefore analysis of the device could not be performed. Potential factors that could contribute to stent dislodgment include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter during the manufacturing process. Additionally, samples are removed from each lot for destructive stent dislodgement testing. In this case, based on the reported information, it appears that the stent may have interacted with the guiding catheter and contributed to the stent dislodgement, thus, subsequently led to the use of a snare device to be pulled into previously implanted stent and crushed (additional therapy/ non surgical treatment). It was reported that the herculink was being used to treat the renal artery, it should be noted that the product instruction for use (IFU) states, the rx herculink plus biliary stent system is intended for palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use caused or contributed to the reported stent dislodgment. Without having the product for evaluation, a conclusive cause for the reported stent dislodgment can not be determined and the additional treatment appears to be related to operational context of the procedure. However, there is no indication to suggest a product quality deficiency. The lot number was not provided, therefore, review of the device history record could not be performed.